Event description:
Bladder perforation during lithotripsy. Equipment being used as intended by the manufacturer. All accessories were cleaned and sterilized before biomed could get to them. Hand piece used with equipment during procedure was improperly sterilized after procedure. Surgery staff reported no problems with equipment other than the desire for an operations check on the equipment, that the problem was user error. After procedure, all equipment used was removed for cleaning, storage, accessories sterilized. Equipment sent to manufacturer for ops evaluation. Then exchanged for another lithoclast. No conclusive evidence that equipment was at fault. Manufacturer's lithoclast operations report pending. Break down of controls and policy's concerning a surgical incident with a patient during a procedure. No coordination between departments. No inquires from or between service line directors, supervisors, or staff. Everyone gets annual training on "equipment incidents" policy and controls.